Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to reset the smart device every alternate days in order to avoid the system memory rest maintenance. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of receiver error message for transmitter failure. No additional patient or event information is available.